Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. There was also a lead warning for oversensing noise. Shortly thereafter, the patient received inappropriate high voltage therapy due to ventricular oversensing and presented to the emergency room. The patient was transferred elsewhere to see an electrophysiologist. The lead subsequently exhibited high undefined pacing impedance which later returned to the expected range. Noise was observed upon movement. Tachyarrhythmia detections were turned off and the patient was programmed to pace in the left ventricle only. The rv lead remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2014; 429678 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.